Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 2020-09-30. H6: investigation summary a device history record review was performed for provided lot number 2002248 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture samples and the physical sample were returned for evaluation by our quality engineer team. Through examination of the sample, a white paper fiber was detected on the product. It has been determined that the fibers most likely resulted from white paper used for cleaning activities in the assembly machine. Despite the high volume manufacturing process, there are several preventive measures and environmental controls in place to keep foreign matter at extremely low levels. We believe this was an isolated incident with an unlikely recurrence.

Event description:
It was reported that syringe s2 10ml contained foreign matter. The following information was provided by the initial reporter: "we have a quality notification to make about the following article. There is a foreign body in the syringe, inside the sterile area".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 10 ml contained foreign matter. The following information was provided by the initial reporter: "we have a quality notification to make about the following article. There is a foreign body in the syringe, inside the sterile area".